Event description:
(B)(4). I began to feel bloating in the abdomen, extreme cramping during periods, passing of large clots during periods, constipation, moodiness and weight gain within months of having essure procedure. I went to ob gyn that performed procedure and was told it was not essure but the fact that I had turned 40! I was pretty much made to feel like it was in my head! My symptoms have done nothing but get worse and I wish I had never done essure!!!